Manufacturer narrative:
Results and conclusion summation - stenosis, as noted in the xience v instructions for use, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Additionally, stenosis and hospitalization are listed in the risk assessement matrix as no-fault post-procedure complications. Since there was no reported product malfunctions., there does not appear to be any indications of a stent delivery system (sds) quality deficiency.

Event description:
Reporting status: serious injury - surgical intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been requested. It was reported via a trial that in 2008, a 3.0 x 12 mm rx xience v stent was implanted in the proximal rca lesion. However, in 2009, an angiogram revealed severe in-stent restenosis of the rca target lesion, which required hospitalization and revascularization via treatment with coronary artery bypass graft (CABG) surgery atabout 7 days later. No additional event or pt information is available.